Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator head was returned without bands attached; however, there were four bands returned that were detached from the ligator housing. The handle slot did not show any insertion marks of the trip wire. The ligator housing teeth were found bent/damaged. The suture thread and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed; however, the reported event of handle won't turn was not confirmed. Upon analysis, the ligator housing teeth were bent, and the trip wire was not secured to the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, bent ligator housing teeth and unsecured trip wire, indicates that an incorrect application of tension to the trip wire at the time of deployment may have caused the reported event. The handle was in good condition, and it worked as intended with no problems detected. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy with ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated to deploy the first band, the band just moved but it did not deploy. An attempt was made to deploy the second bands; however, it overlapped on the first band and began to tangle. It was also noticed that the handle was hard to rotate. The device was removed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy with ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated to deploy the first band, the band just moved but it did not deploy. An attempt was made to deploy the second bands; however, it overlapped on the first band and began to tangle. It was also noticed that the handle was hard to rotate. The device was removed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn.